Manufacturer narrative:
Correction: manufacturer reference number 2938836-2020-08209 should not have been reported as medical device report (MDR) as the complaint was associated with the mobile application not the implanted device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the mobile application was not able to record any symptomatic episodes from the patient's device after multiple attempts. The application was uninstalled and reinstalled. But, it was not sure if the issue resolved or not. The patient did not experience any adverse consequences.